Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer's blood glucose reading at the time of incident was 51 mg/dl. The customer was treated with food and glucose tablets for low blood glucose. The customer's current blood glucose value was 56 mg/dl. The customer experienced symptoms related to low blood glucose such as shaking. Customer was using the insulin pump system within 48 hours of reported low blood glucose event. Customer was not using the auto mode feature at the time of incident. The customer also alleged that the insulin pump was over delivering. The insulin pump will not be returned for analysis.